Event description:
The patient underwent spinal stabilization surgery and rods, screws and set screws were implanted. At appx 2 weeks post op the patient saw the physician and c/o a popping noise at her back. X-ray revealed "floating objects" at the previous surgical site. On (B)(6) 2015 the patient underwent a revision of the spinal surgery where different set screws were applied. Reason for use: spinal stabilization. Event abated after use: yes.